Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the broach-adapter device did not hold the actis broach device securely. It was further reported that when locked, the actis broach moved in multiple directions and it felt loose. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the date of manufacture was inadvertently missed in the initial report as unknown. It has been updated as sep 26, 2017. Therefore, UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The broach adapter would not hold the actis broach securely, when locked the actis broach moved in multiple directions and felt loose. The broach did move when latched into the adapter, but no defect was found. The movement is normal from wear of the adapter over time and does not affect the functionality of the adapter and broach. It was determined that the adapter exceeded its life expectancy. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.